Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) units real time clock was malfunctioning. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. The getinge service territory manager (stm) that encountered the issue, checked the wires connected back meter timer found that the wires are broken inside, therefore the stm repaired the wires by modifying them. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The device can be used normally.

Event description:
N/a.

Manufacturer narrative:
Complaints associated with system date and time errors are related to the iabp not showing the time and/or date correctly. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with system date and time errors, unless the failure mode is found to cause or contribute to a serious injury.